Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that the right ventricular (rv) lead had automatic mode switch (ams) episodes, exhibited loss of capture, was oversensing noise and had increased pacing impedance measurements. The patient was also experiencing pocket stimulations. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.